Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported difficult to remove appears to be related to the patient morphology/pathology. The reported unspecified tissue injury appears to be due to the difficulty removing the clip and thus related to procedural conditions. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult removal and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had barlow disease and a flail of posterior leaflet. One clip was deployed on the mitral valve. To further reduce mr, a second clip was inserted. However, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed a chordal ruptured occurred in the lateral commissure. The clip was able to be deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.